Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. . A watchman® access system (was) was advanced into the laa; however, half way through the procedure the IV infiltrated and was no longer patent. At this point an echocardiogram revealed ¿something immobile¿ on the tip of the was. They heparinized the patient and pulled back multiple times on the sheath to try and clear the thrombus from the tip. After they had waited a while and felt ok proceeding, they used the same was to advance and attempted to deploy a 30mm device, but it was not the correct device size. They ended pulling that out and upsized to a 33mm. They used the same was and were able to finish the procedure successfully. The following day the patient woke up with no residual complications and was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that two weeks post procedure the patients status is fine. The patient has not experienced an adverse events.